Event description:
Pt was referred for abdominal pcd explant followed by transvenous ICD reimplantation due to fractures in the svc lead and patch defibrillation lead visualized by routine radiography. The left deltopectoral and abdominal area was prepped and draped in the usual sterile fashion. The abdominal pocket was opened and the device disconnected from its leads; the old svc lead was completely fractured and the abdominal component was removed from the abdomen. The pace/sense lead was unscrewed from the right ventricle and the terminal pins were amputated. The pectoral wound was then opened and the leads dissected free using cautery; the anchoring sleeves were removed and the leads were brought back up the subcutaneous tunnel from the abdomen. Using locking stylets and extraction sheaths the right ventricular and svc leads were then removed from the circulation; this was extremely difficult because the locking stylet fractured in the rv lead and both leads disintegrated during the removal process. The subcutaneous patch was removed uneventfully via the old wound; this also was completely fractured. A new lead and pulse generator were then positioned and tested without complication.